Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) it was reported that patient needed to turn the stimulation down because they could feel stimulation in their uterus and that she could feel like something was pushing. Patient also started that when they sit down stimulation was like a "boom boom boom" and vibrates all the time. Patient also mentioned that the ins was stimulating all the time. Stimulation was turned down from program 1 0.7 to program 1 0.3v and patient confirmed it was comfortable. No further complications were noted or anticipated.